Manufacturer narrative:
Evaluation results: one cadd solis vip pump (2120) was returned for investigation in used condition. The customer reported product problem was not replicated during testing. The investigator then performed a motor maintenance check.  No problems were found with respect to the functionality of the device. The pump was calibrated and, and the software was reinstalled software. The pump passed all functional and delivery tests.

Event description:
Additional information was received that the error codes showed during testing and patient involvement is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 1720. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.